Event description:
The advocate called on behalf of a (B) (6) customer. She stated the customer's glucose was tested using his contour meter and the reading was 17.0 mmol/l (306 mg/dl). His glucose was retested using another meter and that reading was 8.0 mmol/l (144 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.